Event description:
I received a lumenis ultrapse laser treatment. After approximately 2-4 weeks my skin on my face started to look like orange peel on my cheeks. The orange peel has moved half way up my face. My skin is dry, blotchy red, breaking out and wrinkly with orange peel at almost 4 months post procedure. After doing some research online, I found this is not uncommon. I have been avoiding people for several months and I want to know if this is temporary. I did not have any tests, but I have contacted the spa several times where I had the procedure. It is so bad I made an appointment with my dermatologist in april. I think this should be listed as a possible side effect. It's disgusting.